Event description:
It was reported that a continuous glucose monitor showed error message and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not return, and successfully started new sensor session; no additional actions were required.